Manufacturer narrative:
Investigation is ongoing. UDI number is unavailable as the device was distributed prior to 09/24/2014. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), approximately 8 years and 4 months post implant via transcaval approach, the patient now presents with stenosis and regurgitation. A successful valve in valve (viv) procedure using a 23 mm sapien 3 ultra was implanted. Per medical records review, approximately 8 years and 4 months after the patient's 23 mm sapien xt was implanted in the aortic position via a transapical approach, the patient had developed severe symptomatic aortic bioprosthetic valve stenosis and mild prosthetic aortic regurgitation. As the patient was deemed a high risk for surgical intervention, the patient had a viv (23 mm s3u in the xt valve) implanted in the aortic position via transcaval approach. The implant was a success with no significant paravalvular leak (pvl). No edwards device malfunctions were listed, however, as a result of the transcaval access approach chosen due to the patient's anatomical restrictions, the patient had two vascular stents placed, and also required 2 units of packed rbcs, combined with pressors in the operating room to combat the hypotension that had resulted from the transcaval approach. Post op information did not list any other tvr related complications, and the patient was discharged on pod 3.

Manufacturer narrative:
Update to h6; type of investigation, investigation findings, investigation conclusion. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration was confirmed based on provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately 8 years and 4 months post implant via transapical approach, the patient now presents with stenosis and regurgitation". As noted, patient had medications of atorvastatin and insulin for hypercholesterolemia and diabetes. Diabetes is a known factor that may increase the risk of valve calcification leading to early valve degeneration. Hypercholesterolemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (diabetes, hypercholesterolemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.